Event description:
The pt reportedly experienced episodes of fainting and loss of consciousness resulting in the pt hitting her head near the implant site. The pt was seen at the center for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device is to be scheduled.